Event description:
The customer reported that the system locked up during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was reseated during the service call. The system was tested and found to be working and put back into service.